Event description:
It was reported that patient's system was unable to enter MRI mode and following recent weight loss the patient is experiencing pain at the ipg site. Troubleshooting revealed high impedances on a lead. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates the right lead migrated. Migration was confirmed with imaging. Surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was explanted and replaced, and the right lead was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.